Event description:
Information received by medtronic indicated the customer received (B)(4) notification, battery cap was damaged and pin on battery cap was missing. No harm requiring medical intervention was reported. Troubleshooting was performed and customer informed that using belt clip or coin to open battery cap. Insulin pump was intact. Replacement battery cap will be provided to the customer. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.